Event description:
A barostim system was implanted on (B)(6) 2024. Around (B)(6) 2025, the patient experienced signs of an infection at the pocket site. While being seen for a follow up on (B)(6) 2026, it was observed that the patient had a black scab over the pocket with no other signs of infection. On (B)(6) 2026, the patient's ipg was explanted and the lead was capped. Cultures were taken; however the results of the culture were unknown, and the device was brought to pathology. It was suggested by the patient that something scratched the pocket which might have led to the infection. The explanted device was expected to be returned and there was a plan to reimplant the patient at a later date that was still pending.

Manufacturer narrative:
Updated fileds: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was a suggestion by the patient that the pocket was scratched which might have led to the infection. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom cae testing results were below control limits for the quarter the ipg was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. Around (B)(6) 2025, the patient experienced signs of an infection at the pocket site. While being seen for a follow up on (B)(6) 2026, it was observed that the patient had a black scab over the pocket with no other signs of infection. On (B)(6) 2026, the patient's ipg was explanted and the lead was capped. Cultures were taken; however the results of the culture were unknown, and the device was brought to pathology. It was suggested by the patient that something scratched the pocket which might have led to the infection.